Event description:
It was reported that when powered on the programmer displayed an error message. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the device has a slow boot sequence; however, there were no errors. The fan was noisy and coating was missing from the radio frequency head.